Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument was found to have frayed wires. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Additional observations not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibits localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were .064" - .122 in length and were not aligned with the tube axis.